Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She changed the battery but the alarm occurred again and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown, customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.